Event description:
Patient implanted with a one level prodisc-c in 2008 is experiencing continued pain; an explant is scheduled for 2009. The proposed surgical plan includes acdf with plate.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine the manufacture date or PMA number without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.